Event description:
It was reported that after insertion of the intraocular lens into the patient's eye, the haptic appeared bent. The incision was slightly enlarged and the implanted lens was removed. It was reported an unapproved handpiece was used. No patient injury occurred.

Manufacturer narrative:
Visual inspection of the returned intraocular lens showed a broken haptic and dried viscoelastic on the optic. Prior to release the lens met all manufacturing specifications. The cause of this event could not be determined. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.